Event description:
Reporter stated the infusion device does not correctly deliver the basal rates. He experienced elevated blood glucose but did not require assistance from a second party or healthcare professional to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and all test results were within product specifications.

Manufacturer narrative:
The event occurred in (B)(6).